Event description:
Immediately following the deployment of a 6f angio-seal sts plus in the right femoral arteriotomy, bleeding was observed and a 2 cm hematoma developed at the right femoral artery puncture site. Manual compression was performed to achieve hemostasis. The pt was admitted to the hospital for overnight observation due to the bleeding. The pt did not experience any consequences and is reported to be recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.